Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter while introducing it into the patient's vein. The following information was provided by the initial reporter: "clinician reports feeling resistance while attempting to insert 20g iagbc piv into vein in antecubital area. Upon removing the device the clinician found that the stylette had sheared through the catheter with the catheter remaining attached. Device was disposed in sharps container by clinician."

Manufacturer narrative:
Investigation summary our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a 20g insyte autoguard catheter over the needle. The catheter adapter was not positioned against the grip. A section of needle cannula was exposed between the needle hub and the pink catheter adapter. The needle tip was protruding from the side of the catheter. What appeared to be blood residue was observed between the needle tip and the external surface of the catheter tubing. The evidence of use indicates that the damage occurred during the insertion process. Had the needle punctured the catheter during the manufacturing process, it is unlikely that the device would have been in contact with blood. There was no evidence to confirm and support a manufacturing process related issue for the failure stated in this report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter while introducing it into the patient's vein. The following information was provided by the initial reporter: "clinician reports feeling resistance while attempting to insert 20g iagbc piv into vein in antecubital area. Upon removing the device the clinician found that the stylette had sheared through the catheter with the catheter remaining attached. Device was disposed in sharps container by clinician."